Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results were generated from an access 2 immunoassay system for multiple patients across multiple days. This report represents the erroneous elevated accutni results, within the risk stratification range of the assay, generated for one patient on (B)(6) 2012. Upon redrawn sample testing as well as repeat testing of the original sample, accutni results were lower, within the normal reference range of the assay, and considered valid. The initial, elevated accutni result was reported outside of the laboratory and the patient was admitted to the hospital based upon the suspect accutni result. The samples were collected in plasma tubes and centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that all quality control values recovered within one to two standard deviations of the customer's established means prior to the event. The calibration curve generated prior to the event was accepted as passing and had acceptable percent coefficients of variation. A system check performed prior to the event generated results which met instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed alignments for the probes, incubator belt (including calibration) and wash arm height. The fse adjusted the mixer speed, luminometer voltage, ultrasonic and sweep voltage as well as tightened the fluid connections to the precision pump. Upon completion of the repairs, the fse performed a high sensitivity system check and a forty replicate precision test which both generated acceptable results. The instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2012-00689, 2122870-2012-00767.